Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The images appear to show the instrument grip tang and conductor wire have been dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wrist portion of the force bipolar instrument broke. As a result, the prograsp forceps instrument was utilized to push the metal piece that was sticking up back down close to the instrument wrist, which then allowed the customer to pull the wrist tight to the end of the trocar. The customer then smoothly and safely removed the instrument and trocar from the patient abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port site incision was not increased in order to remove the instrument and cannula together. The customer utilized another instrument to bend the broken section back in for removal from the cannula. The jaws of the instrument were not stuck on tissue when the issue occurred and there was no bleeding as a result of the issue. Additionally, there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The cauterization test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.